Event description:
Additional information received reported that the patient was not getting a high enough level of stimulation. An interrogation of the battery was done and found an upper limit had been previously set. The upper limit was removed and the patient was receiving satisfactory stimulation. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that following a fall, the patient could barely feel the stimulation and it was not working right. The patient's stimulation was usually set at 2.3 volts but had it set at 2.5 volts and had severe pain in his back. In order for the patient to feel the stimulation, "he has to mash his side and back for it to do anything." It felt like something was loose. Additional information received reported that the patient was working with his physician and did not have concerns with the device or therapy. The patient had an appointment with his physician on (B)(6) 2012 and his concerns were resolved. The patient also reported having an appointment on (B)(6) 2012 and was still having concerns with the device or therapy but was working with his physician or manufacturing representative.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 3888-33, lot# j0406381v, implanted: (B)(6) 2004. Product type: lead: product ID 3550-09, lot# lb0167, implanted: (B)(6) 2004. Product type: accessory. (B)(4).